Event description:
Facility alleged: defective venous tubing which broke at the transducer port connection, causing an estimated blood loss of 30 to 50cc and no ill effect to pt. Facility has the actual sample but it was ordered by risk management not to release it; as per director of units.